Event description:
The customer called to report the pump was alarming. It was stated that the customer is impaired and cannot see what is the alarm. The customer requested help in clearing the alarm. During the call the customer indicated that the pump started to beep when they were in the hosp. The customer informed that they were hospitalized for dka. Advised the customer to contact the diabetes nurse specialist for help.